Event description:
The customer's blood glucose was unknown. It was reported that the insulin pump was cracked and missing bits of plastic from the top of the reservoir compartment. Advised to return the insulin pump and that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip.unit received with cracked lcd window.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.